Event description:
It was reported that there were resume insulin alarm 23 events in the customer's history without any preceding alarms, and the customer denied manually stopping deliveries at that time. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.